Event description:
An attorney reported the head section of an electric bed was in the raised position and fell. The patient positioned in the bed allegedly sustained a back injury. Details regarding possible malfunction have not been provided and evaluation has not been permitted.